Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature ventricular contractions (pvc). It was further reported that the leadless implantable pulse generator (ipg) exhibited non capture on  one paced beat on current electrograms (egm). The leadless ipg remains in use. No further patient complications have been reported as a result of this event.